Manufacturer narrative:
The reported blood loss is attributed to operator error as the nurse did no rinseback the pt's blood per user guide instructions. The exact cause of the reported alarm is unk. There is no evidence to suggest that a device malfunction occurred. No similar problems have been reported on subsequent treatments. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling instructions are followed. Will continue to monitor as part of routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a waste bag pressure alarm occurred during a routine hemodialysis treatment. The nurse could not resolve the alarm and forgot to rinseback the pt's blood resulting in a blood loss of approximately 190cc. No medical intervention was required.